Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication on the gear train anomaly of the motor. There was also a stall due to gear pinion. If information is provided in the future, a supplemental report will be issued.

Event description:
Reactivated for the MRI motor stall.